Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that charger board 2 was not functioning properly, and a group of batteries in tray 2 required replacement. The parts were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system x-ray battery indicator lights were not illuminated, but the motion batteries were indicating that they contained a full charge. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned battery charger board found that the reported event was related to an electrical issue with the board. Charger 1 board did not pass functional testing on the test fixture. Channel d had no output. The remaining outputs and sense voltage were as expected. The reported event was confirmed.